Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead's threshold was progressively increasing. This rv lead was then explanted. No additional adverse patient effects were reported.